Event description:
Pt was experiencing increased pain. The pump was determined to not be working. "Pt cannot tolerate morphine and has good results with dilaudid, bupivicaine, fentanyl, baclofen, and clonidine" in the pump. The hcp gave the pt supplemental oral pain medications, but the pt reported the oral drugs were not covering her pain.